Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: synergy mr, ous, 2.5x24mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found proximal stent damage noted. Struts1-2 from proximal end were lifted and pulled distally. The undamaged stent outer diameter was measured and was within specification indicating that there were no issues with the crimp stent profile. It is likely the crimped stent may have encountered resistance and subsequent damage during the attempt to withdraw the device. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination no issue with the hypotube shaft. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip edge. No other damage noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered.   The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery to atrioventricular branch. A 2.50x24mm synergy stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed proximal stent damage.